Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead high pacing thresholds were seen thus a new lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed lead was returned. The helix was retracted and dried body fluid was noted in the helix housing which was normal for active fixation leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the high pacing thresholds allegation based on normal lead resistance measurements and no conductor issues. Laboratory analysis noted bunched insulation, which did not not lead to a field allegation, but it being tracked for a product improvement process.

Event description:
It was reported that during the implant of this right ventricular (rv) lead high pacing thresholds were seen thus a new lead was used. This lead was returned. No adverse patient effects were reported.